Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge the ipg. It was noted that the patient had a non-device related surgery wherein electrocautery was used. Database analysis revealed signs of fast battery depletion. The ipg was believed to have been potentially affected by the non-device related surgery. No further course of action will be taken at this time as the patient was doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual( B)(4).

Event description:
A report was received that the patient had to frequently charge the ipg. It was noted that the patient had a non-device related surgery wherein electrocautery was used. Database analysis revealed signs of fast battery depletion. The ipg was believed to have been potentially affected by the non-device related surgery. No further course of action will be taken at this time as the patient was doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).